Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/02/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 the following information was requested, but unavailable: were x-rays taken to locate the needle piece(s)? =>no further information is available. Was the needle piece(s) retrieved during the same procedure? =>no further information is available. Does a piece of the needle remain in the patient¿s tissue? =>no further information is available. What tissue structure is it located? =>no further information is available. Investigation summary ==> it was reported that during an unknown laparoscopic surgery, the needle tip broke during use. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code pdp339h. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: were x-rays taken to locate the needle piece(s)? No further information is available. Was the needle piece(s) retrieved during the same procedure? No further information is available. Does a piece of the needle remain in the patient¿s tissue? No further information is available. What tissue structure is it located? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown laparoscopic procedure on (B)(6) 2021 and suture was used. During the procedure, the needle tip broke. No adverse patient consequences were reported. Additional information was requested.